Event description:
It was reported that the physician deployed the ivc filter without any difficulties. Allegedly, upon performing a cavagram, it was identified that the filter did not open and was tilted approximately 45 degrees. It also appeared that the apex of the filter was in an accessory vein. The physician decided not to retrieve the filter and instead, deployed another filter through the same access site. The second filter was implanted in a suprarenal location. The procedure was completed and there was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted and the delivery system was discarded by the user facility. Case images were no available for evaluation. The result of the investigation was inconclusive as no sample was returned for evaluation and no films were available for review. The event root cause is unknown. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. If misplacement or sub-optimal placement of the filter occurs, consider immediate retrieval. It is possible that complications such as those described in the "warnings, precautions, and potential complications" section of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. When measuring caval dimensions, consider an angiographic catheter or intravascular ultrasound (ivus) if there is any question about caval morphology.